Event description:
It was reported during an unk procedure the cdh29 staple line did not hold. The surgeon fired the device and heard a crunch, when he removed the stapler leakage was noted. The surgeon oversewed the staple line to complete the case. There is no other info available at this time. 9/15/97 it was reported the device was used during a left thora-abdominal esophagastrectomy with primary anastomosis, splenectomy, whetzal procedure, heinki-mikulice pyloroplasty procedure. It was reported the cdh29 cut, but the staples did not form. The surgeon had to re-resect the stomach and anastomosed it with suture. It was reported the pt is doing fine postoperatively. 9/17/97 the surgeon, was performing an esophagogastrectomy for an adenocarcinoma at the gastroesophageal junction. He used the cdh instrumentation through a separate opening in the stomach brought out through the anterior wall. The anvil was placed in the esophagus using a purse-string suture. The anvil was attached and the instrument was closed and fired. It appeared to function normally. When the instrument was fired he stated that it seemed a "bit rough", however, there was fairly good tactile feedback and also a good audible feedback. There were two good donuts, but the anastomosis failed because there was essentially no closure of the staples. The instrument is being returned for the co's evaluation. The anastomosis was reconstructed using an autosuture product though the posterior wall of the stomach. The pt has had no post operative problems. The co reviewed the possible causes for what had occurred and the surgeon, would be interested in knowing what the co finds when the instrument is examined.